Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported dislodged/dislocated stent was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left circumflex artery with moderate tortuosity and moderate calcification. A 2.25x18mm xience alpine rx stent delivery system (sds) was advanced toward the target lesion and failed to cross due to the anatomy. The sds was withdrawn without resistance from the anatomy. Before re-advancing the device the stent was noted to be missing from the balloon and was found on the table. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.